Manufacturer narrative:
The investigation of the reported failure mode has been completed. Arrhythmia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant of the impella, the patient went into supraventricular tachycardia (svt) and as a result cardioversion was performed successfully. Additionally, the patient had a site bleed with hematoma.